Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of edema: "undesirable effects practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm ultra in the "upper and lower" lips. The patient developed swelling in the lips right after injection. The patient was then "hylased." No on information was given on status of symptoms.